Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is not available.

Event description:
When tensioning the graft with the first pin already placed, the pin gave in and broke. The procedure was completed with same like product with 15 minute delay. Additional information received via email from the affiliate on 2-4-2016. It was the pin, not the trocar that broke. Did the surgeon remove the broken pieces? The surgeon told us that only part of the pin came out! The rest of it remained in the bone. The surgeon used another cross pin to complete the procedure. Additional information received via email from the affiliate on 2-22-2016. This failure extended the procedure time greater than 30 minutes. According to what I was told by the physician, when they pulled on the graft tensioning it, the graft came out of the tunnel and a piece of one of the pins came out with the graft. You stated part of the pin remains in the bone, where was the additional pin placed? Both pins were already in. Was the total number of pins used, 2 or 3 (not counting the broken one)? Three (they opened a new set of pins and used them both.